Event description:
Patient bit down on the yank auer- the tip went missing while performing oral care. Several members of medical staff came to assess the patient, and the tip was finally found in mouth.